Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient received inappropriate therapies. The lead will be revised when device reach eri.